Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 550 mg/dl and high ketones identified as dangerous by a health care provider. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed elevated bg via manual injection. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.